Event description:
The customer observed falsely elevated magnesium results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample 1 initial result was 6.2, repeat was 1.5 mg/dl. Sample 2 initial result was 7.3, repeat was 2.3 mg/dl. Sample 3 initial result was 6.7, repeat was 1.9 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier complete entry = sample 1, sample 2 , and sample 3. All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an architect c4000, serial number (B)(4). Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-35009685-04, needed to be replaced, the mixer wash cups needed cleaning, and performed quarterly maintenance on the sample, r1, and r2 syringe assemblies, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.